Manufacturer narrative:
Device returned: the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center exhibited an image processor/light source failure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the events could not be determined. However, it is likely that it was damaged due to fatigue caused by repeated operations or because strong impact was mistakenly and/or unintentionally applied from the outside. Olympus will continue to monitor field performance for this device.